Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 23 mmol/l (414 mg/dl), while wearing the pod between 24 and 36 hours. It was noted that the patient was unsure if the cannula inserted properly into the infusion site. No information was provided on how the hyperglycemia was treated.